Event description:
It was reported that the patient complained of pain during rehab of a rotator cuff repair that was performed in 2008. An MRI was taken and a removal surgery was completed four months later. The tip was retrieved but the body of the implant could not be located. The surgeon thought the implant went through the humerus and into the joint. Follow up with the surgeon provided information that the anchor was stable- a metal piece with fiber wire penetrated all the way into the glenohumeral joint. The patient had complained of post-op stiffness. X-ray was taken. Loose body identified. Surgeon went back in for second surgery to retrieve loose body. While in the shoulder, he explored the rotator cuff. Adhesions were found in subacromial space; they were loosened. The patient's stiffness was resolved, rcr was fine, patient feels better. Lot number was requested but not provided/unavailable. No further patient information was provided at the time of this report or made available in response to follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The lot number was requested but unknown/not provided, therefore device history record and complaints history reviews could not be conducted. Not enough information was provided in order to determine a most likely cause for this event description. If the device is returned and/or additional relevant information is obtained, a follow up report will be submitted.